Manufacturer narrative:
Follow-up #1: date of submission 12/12/2016 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 11/18/2016 with the following findings: during investigation, the original complaint of the contrast button being pressed when the pump is asleep the blood glucose does not always show up and sometimes goes to the home screen, was unable to be duplicated. The keypad was removed to find no damage to the button contacts or the keypad flex cable. The pump was opened to find no damage to the keypad connector or the keypad flex cable. The keypad connector latch was secure.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (button/keypad issue) issue. It was alleged that when the contrast button is pressed when the pump is asleep the blood glucose does not always show up and sometimes goes to the home screen. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.